Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the load reservoir process. Insulin had squirted out of the tubing during the fill process. The patient's blood glucose at the time of incident is unknown. The customer selected load and held the button down until the load reservoir process was completed, but the customer did not receive the complete status with next highlighted on the screen. Additionally, the customer had experienced blood glucose values in the 400 mg/dl range. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The pump motor stopped and complete was displayed when the motor slide contacted the bottom of the reservoir during priming. The insulin pump primed properly and no prime/fill anomaly noted. The insulin pump was received with scratched case, pillowing keypad overlay, and moisture damage inside of the battery tube.